Event description:
The customer contact reported, prior to pt use, the device touchscreen did not work. The device was returned to the biomedical dept from the pacu (post anesthesia care unit). There were no reports of any adverse pt events and no reported delays or critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. The lower right portion of the touchscreen was inoperative while the rest of the touchscreen was out of alignment. Further testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the non responsive touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.